Event description:
The patient had the device in his left knee for approx 19 months. The patient was revised to a tka due to persistent knee pain. The revision was performed by another surgeon, not the implanting surgeon. The operative note from the revision surgery stated the following: "the medial interpositional arthroplasty was removed and noted to be severe wear of the femoral cartilage to the level of the bone. He also had significant wear of the patellofemoral joint and lateral joint space."

Manufacturer narrative:
In response to the operative note, femoral cartilage is removed during the orthoglide procedure, so it is possible the wear noted was from the initial procedure. Also, the wear of the patellofemoral and lateral joints indicates a progression of the disease. The device does not treat these joints, only the medial joint, so it is likely the persistent pain is due to progression of the disease, not the device. However, since the initial reporter indicated the event was device related, this MDR was generated.